Manufacturer narrative:
The service engineer (se) inspected the device and found the smell was coming from the humidifier. The se performed extended self-testing on the device and all tests passed a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 840 ventilator had a burning smell. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.